Event description:
Reassessment of the initial information. As per the investigator request event code (prk-surgical intervention) has been removed. Hence, this complaint not qualified for the reportable event.

Manufacturer narrative:
Investigation results were submitted in error in the previous report. This complaint not qualified for the reportable event. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that there was a corneal haze after prk (photorefractive keratectomy) treatment in the patient unknown eye after lasik surgery.